Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a hole had been noticed on the packaging of the device when removing it from the cardboard box. The packaging had not been opened. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch #r9385a. Investigation summary: a picture of the sample was received for analysis. Upon visual inspection of the picture, there appears to be a hole in the tyvek. The analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.,it was reported that the device had packaging integrity issues. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: a picture of the sample was received. Upon visual inspection of the picture, there appears to be a hole in the tyvek. However, it cannot be confirmed through photo analysis only. The photos do not provide enough evidence to determine root cause.

Manufacturer narrative:
(B)(4). Additional information received: there was no patient consequence.